Event description:
It was reported via patient call that a transient ischemic attack (tia) occurred, and the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. Following the procedure and noted on three transesophageal echocardiography (tee) images, the closure device was seen to have been "bleeding." The patient also experienced multiple tias since the closure device was implanted. No further information was provided.

Manufacturer narrative:
Date of event - estimated as 01 january 2024 as the patient comment was made in 2024 and the date of adverse events are unknown.